Event description:
The account alleges the head section will sometimes stop working. After the bed sits for an hour or two, the head will start working again.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.